Event description:
Following surgery the pt had three small non-descript circles on the skin where sensor had been placed. He thought they were probably a result of pressure on the sensor site (chest) due to the arm being pushed up against the sensor. There was no harm or change in therapy reported. The sensor was discarded.